Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's high blood glucose levels and no delivery alarms. The customer's blood glucose level was between 500mg/dl and over 600mg/dl. The customer treated with bolus. The customer's most current level was 311mg/dl. The customer declined to troubleshoot at this time.